Event description:
It was reported that during normal eri battery change out, the sense/pace portion of the lead was stuck in the header. The septum was removed, the set-screw removed, yet the lead was still stuck. The physician placed medical adhesive prophylactically distal to the (is) pin in case the insulation was breached during the manipulation. The lead attached to a new device. Normal sense/pace and impedance values were obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.